Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effects of recurrent mitral regurgitation (mr) and mitral stenosis are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. Based on the information provided, a cause for the reported recurrent mr and mitral stenosis could not be determined. The reported surgical procedure and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment. Article title ¿transcatheter edge-to-edge mitral valve repair with the mitraclip g4 system¿

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. Explant date - estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip event (single leaflet device attachment) referenced in the article is filed under a separate medwatch report number. Literature attachment. Article title ¿transcatheter edge-to-edge mitral valve repair with the mitraclip g4 system¿na

Event description:
This is filed for recurrent mitral regurgitation, mitral stenosis, surgical valve replacement and hospitalization. It was reported through a research article, identifying the mitraclip g4 clip delivery system (nt, ntw, xt, and xtw), that may be related to the following: recurrent mitral regurgitation (mr), mitral stenosis, surgical mitral valve replacement and re-hospitalization. Details are listed in the attached article, titled transcatheter edge-to-edge mitral valve repair with the mitraclip g4 system please see article for additional information.